Event description:
This event was reported thru china's adverse event reporting system. The national medical products administration (nmpa) report number is (B)(4). This case happened in the (B)(6). The patient underwent transfemoral coronary angiography at about 14:50 on (B)(6) 2022. After the operation, the right femoral artery was sutured to stop the bleeding, and the perclose proglide vascular stapler was advanced. Follow the instructions and proceed to the second step during operation, the double thread automatically falls off when pulling the plunger assembly back and the vessel cannot be sutured. Switching to manual compression to stop bleeding increases the patient's pain and time in bed, and increases the risk of venous thromboembolism. Subsequent to received nmpa report, additional information was received: it was reported that this was an arteriotomy closure of a right femoral artery using a proglide after an interventional transfemoral coronary angiography procedure using a 6f sheath. Reportedly, the suture fell off when the plunger was pulled out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.